Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite to troubleshoot the unit, bypassed the humidifier and blende rand attached circuit. Adjusted pr3 for 39-43 cmh20. Unit passed patient circuit check and performance check without issue. Reviewed patient circuit check and performance check procedure w biomed on site eric m. All tests passed required criteria. Unit meets factory specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the battery light came on the unit, alarmed for very short time. Unit then proceeded to have a lost in pressure and then unit shut down while connected to a patient. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.